Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed her battery several times and her insulin pump display is blank. The patient's blood glucose at the time of incident was 312 mg/dl. Troubleshooting was initiated for the blank display anomaly and the customer stated that there was a crack on the monitor and the battery compartment. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. The insulin pump alarmed during prime test due to moisture damage on force sensor resistor. We were unable to complete functional test including occlusion test due to prime alarm. No blank display noted. The insulin pump was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, and cracked reservoir tube lip. The device had corroded motor assembly noted during visual inspection. No moisture damage noted on electronic assembly noted during visual inspection.